Event description:
As reported to atrium via maude event report received (B)(6) 2011: patient aorta disease for bilateral iliac stent. Left iliac stent sheared off the shaft (balloon expandable stent) and lodged in external iliac. Patient needed left femoral exploration and placement of third stent to correct dislodged stent. (Still in patient).

Manufacturer narrative:
Although the MFR-contact name and address (e3) lists the manufacturer as atrium medical, based on the descriptions in fields listed below, atrium believes this is a device distributed by ev3 inc. The product description, lot number and part number are not consistent with any device atrium manufactures. Model: visi-pro 8mm x 37mm, lot - 9419600, (B)(4). A visi-pro product brochure obtained from the ev3 inc. (B)(4). The brochure lists product code pxb35-08-37-0 as a 8mm x 37mm stent. Atrium does not include a 8mm x 37mm in its family of covered stents.